Event description:
The hospital reported that during CABG the surgeon experienced the vasoview hemopro 2 timing out/sputtering approximately three quarters through the harvest. The end user reported a fairly challenging leg in which a lot of ligation and heat cautery was needed. In addition to the polyfuse likely kicking in, it seemed the device was beginning to sputter when delivering energy. Due to this, the team finished the case with a second evh kit. No damage is observable. A very minor case delay of approximately 2 minutes occurred, no patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.